Event description:
It was reported that a malfunction occurred on the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised to use a multiple daily injection (mdi) as a backup therapy and was provided a replacement pump with updated software by customer technical support. Instructions for returning the problematic pump and using the replacement were also given, and the customer acknowledged understanding and compliance.